Manufacturer narrative:
The reported ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log relating to 'mach flow drift high'. The service technician states that the system printed circuit assembly (pca) board and machine flow sensor were replaced to resolve the issue. Additionally, it is noted that the ac led does not light up when the ac power is on, and the keypad button does not respond. The front panel was replaced to resolve the issue. Also, the display interface pca cable fixing pin was broken and the display pca was replaced to address the issue. The in line filter prox and in line filter were clogged with dust and replaced. The muffler assembly and air inlet foam filter were replaced for maintenance. The device passed final testing after the necessary replacements.